Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non-conformities with the short port. The device was bloody. An attempt was made to inflate the balloon with 25cc of air but the balloon would not remain inflated. Based upon this observation, the reported complaint for "balloon would not remain inflated" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port balloon would not stay inflated. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.